Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his blood glucose was 400 mg/dl, which the customer treated with manual insulin injections since he had lost his serter. The customer did not indicate serious injury or hospitalization. Troubleshooting for the hyperglycemia episode was declined. No products were returned and a replacement serter was shipped to him.